Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the shunt sensor had foreign matter in its buffer solution. The product was changed out. There was no pt involvement. There was no delay to the surgery.

Manufacturer narrative:
(B)(4). Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes.